Event description:
It was reported that the battery gauge was fluctuating, leading to pump shutdown. There was no reported adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support on how to reset the pump and advised to use the existing pump as a backup to ensure continuous insulin delivery. A replacement pump was arranged to be sent, and the customer was guided on returning the faulty pump using a prepaid label within 10 days. Customer continued yo use the pump for insulin therapy.